Event description:
Approximately one month after treatment the patient developed lumps at the treatment sites and subsequent erythema at the test side. One year later pt developed a palpable lump at the glabella area with was aspirated twice.